Event description:
Catheter broke inside of patient spontaneously. Angio dynamics general drainage cath ocking pigtail 10 fr. 30 cm. On (B)(6) 2020 pigtail removed. Product 10fr apd drain lot 5553379, product #14000804, angiodynamics rep was notified. FDA safety report ID# (B)(4).